Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected button error alarms noted. The insulin pump had an intermittent button response on the esc button due to corroded keypad traces. The insulin pump had a cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, cracked battery tube threads and cracked belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error, after customer put the device back on, following a shower. Customer's blood glucose was 103 mg/dl. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.